Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain pelvic"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding (general)") in a female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 (date of birth (B)(6)2001; (B)(6)2005; (B)(6)2008 and (B)(6)2010)) and uterine bleeding. The patient reports no risk factors for sexually transmitted disease. Concurrent conditions included obesity, vaginal discharge, vaginal odor, vaginal irritation, uterine bleeding, metrorrhagia, pap smear abnormal, low grade squamous intraepithelial lesion, lower abdominal pain, nausea and endometriosis externa. Family history included cancer (nos), cerebrovascular accident, heart disease, unspecified, diabetes, hypertension and vaginitis. Concomitant products included medroxyprogesterone (depo provera) for birth control, amlodipine besilate (amlodipine besylate) from (B)(6)2013 to (B)(6)2013 for hypertension as well as duplopirin, ketorolac since (B)(6)2011 and zolpidem tartrate from 2013 to 2016. On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with vicodin, ibuprofen, solpadeine (tylenol 1), surgery (hysterectomy with bilateral salpingectomy ¿ laparoscopic). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, migraine and fatigue had resolved and the uterine haemorrhage, abdominal distension and headache outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3 on both side. She tolerated the essure insertion procedure well. According to medical records, the patient underwent total laparoscopic hysterectomy with bilateral salpingectomy for dysmenorrhea, abdominal and pelvic pain and abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. On (B)(6)2016: final surgical pathology report: diagnosis and interpretation a} uterus and cervix, right and left fallopian tubes. Hysterectomy and bilateral salpingectomy: 1. Cervix: mild aoute and chronic inflammation. 2_ endometrium: proliferative phase. 3. Myometrium: adenomyosis. 4, right and left fallopian tubes: intraluminal. Coiled silver metallic material (gross description only). B) right pelvic peritoneum,biopsy: endometriosis. C} posteriorcul-de-sag peritoneum, biopsy: endometriosis. Gross description: patient and specimen identifying information on the requisition slip correspond to that on the specimen container(s), a ¿uterus, cervix, bilateral tubes"; in formalin, 101 g uterus and cervix (8.4 cm cervix to fundus, 5.7 cm to cornu and 3.6 cm anterior to posterior). Serosal surface is. Tan-pink and glistening with focal hemorrhage &; the specimen is received incised from the fundus to the cervix along the posterior surface. Attached to the right and left cornu (2.1-2.2 cm in length x up to 0,5 cm in diameter. Respectively) are 2 cylindrical fragments of pink-purple tissue grossly suggestive of portions of fallopian tube. The lumens contain coiled sliver metallic material. Cervix (3,5 x 3,1 cm) is pink-gray and glistening. Endometrial cavity (5.3 x 2.3 cm)~ is lined by red-tan-tissue (0.1cm thick). Myometrium (1.2-2.3 cm thick) is pink ¿tan and trabeculated. There ia s 1.2*1.2*0.3 cm focus of yellow tan tissue, which underlies the anterior endometrial cavity. Received separately in the same container are 2 undesignated fimbriated fallopian tubes (4.6 cm-6.3 cm in length * upto 0.6cm in diameter). Serosal surfaces are purple pink and glistening with local pink-tan adhesions block summary part a: 1) anterior and posterior ectocervix / endocervix.. 2) anterior endomyometrial with underlying yellow-tan tissue. 3) posterior endomyometrial. 4) serosa. 5-6 representative of separately received limbriated fallopian tubes (longer segment linked black). B ¿right pelvic peritoneum endometriosis: in formalin 4.4*1.1*0.5 cm disrupted fragment purple yellow fibromembranous tissue; serially sectioned and submitted entirely in blocks. C. ¿posterior cul-de-sac peritoneum¿ in formalin, 2.1*2.1*0.5 cm fragment thickened gray-yellow, glistening fibromembranous/soft tissue. Entirely submitted 2 blocks. (B)(6)2015 :surgical pathology report :gross description: patient and specimen identifying information on the' requisition' slip- corresponding that on the specimen containers; a. "Emb": in formalin is a:3 x 2.7 x 0.4 cm aggregate of pink·tan soft tissue and red-brown blood clear wrapped and submitted in block b1. B. "Ecc": in formalin is a 3 )c :3 x 0.2 cm aggregate of pink-tan 50ft tissue, red-brown blood clot and clear mucoid malerial, wrapped and submitted in block b1. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding, and confirming pelvic pain, abnormal bleeding, severe dysmenorrhea and severe dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain and excessive and abnormal bleeding(seen as genital bleeding). A total laparoscopic hysterectomy and bilateral salpingectomy was performed around 5 years after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure, plaintiff experienced chronic pelvic pain and excessive and abnormal bleeding. Considering the nature of both events causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain pelvic"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding (general)") in a female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 (date of birth ((B)(6) 2001; (B)(6) 2005; (B)(6) 2008 and (B)(6) 2010)) and uterine bleeding. The patient reports no risk factors for sexually transmitted disease. Concurrent conditions included obesity, vaginal discharge, vaginal odor, vaginal irritation, uterine bleeding, metrorrhagia, pap smear abnormal, low grade squamous intraepithelial lesion, lower abdominal pain, nausea and endometriosis. Family history included cancer (nos), cerebrovascular accident, heart disease, unspecified, diabetes, hypertension and vaginitis. Concomitant products included medroxyprogesterone (depo provera) for birth control, amlodipine besilate (amlodipine besylate) from (B)(6) 2013 to (B)(6) 2013 for hypertension as well as duplopirin, ketorolac since (B)(6) 2011 and zolpidem tartrate from 2013 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with vicodin, ibuprofen, solpadeine (tylenol 1), surgery (hysterectomy with bilateral salpingectomy ¿ laparoscopic), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, migraine and fatigue had resolved and the uterine haemorrhage, abdominal distension and headache outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3 on both side. She tolerated the essure insertion procedure well. According to medical records, the patient underwent total laparoscopic hysterectomy with bilateral salpingectomy for dysmenorrhea, abdominal and pelvic pain and abnormal uterine bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. On (B)(6) 2016: final surgical pathology report: diagnosis and interpretation a} uterus'and cervix, right and left fallopian tubes. Hysterectomy and bilateral salpingectomy: cervix: mild aoute and chronic inflammation. Endometrium: proliferative phase myometrium: adenomyosis. Right and left fallopian tubes: intraluminal coiled silver metallic material (gross description only) right pelvic peritoneum,biopsy: endometriosis posteriorcul-de-sag peritoneum, biopsy: endometriosis gross description: patient and specimen identifying information on the requisition slip correspond to that on the specimen container(s), a ¿uterus, cervix, bilateral tubes"; in formalin, 101 g uterus and cervix (8.4 cm cervix to fundus, 5.7 cm to cornu and 3.6 cm anterior to posterior). Serosal surface is. Tan-pink and glistening with focal hemorrhage &; the specimen is received incised from the fundus to the cervix along the posterior surface. Attached to the right and left cornu (2.1-2.2 cm in length x up to 0,5 cm in diameter. Respectively) are 2 cylindrical fragments of pink-purple tissue grossly suggestive of portions of fallopian tube. The lumens contain coiled sliver metallic material. Cervix (3,5 x 3,1 cm) is pink-gray and glistening. Endometrial cavity (5.3 x 2.3 cm)~ is lined by red-tan-tissue (0.1cm thick). Myometrium (1.2-2.3 cm thick) is pink ¿tan and trabeculated. There ia s 1.2*1.2*0.3 cm focus of yellow tan tissue, which underlies the anterior endometrial cavity. Received separately in the same container are 2 undesignated fimbriated fallopian tubes (4.6 cm-6.3 cm in length * upto 0.6cm in diameter). Serosal surfaces are purple pink and glistening with local pink-tan adhesions block summary: anterior and posterior ectocervix / endocervix. Anterior endomymetrium with underlying yellow-tan tissue. Posterior endomyometrium. Serosa representative of separately received limbriated fallopian tubes (longer segment linked black) ¿right pelvic peritoneum endometriosis: in formalin 4.4*1.1*0.5 cm disrupted fragment purple yellow fibromembranous tissue; serially sectioned and submitted entirely in blocks. ¿posterior cul-de-sac peritoneum¿ in formalin, 2.1*2.1*0.5 cm fragment thickened gray-yellow, glistening fibromembranous/soft tissue. Entirely submitted 2 blocks. (B)(6) 2015 :surgical pathology report :gross description: patient and specimen identifying information on the' requisition' slip- corresponding that on the specimencontainers; "emb": in formalin is a:3 x 2.7 x 0.4 cm aggregate of pink·tan soft tissue and red-brown blood clear wrapped. "Ecc": in formalin is a 3 )c :3 x 0.2 cm aggregate of pink-tan 50ft tissue, red-brown blood clot and clear mucoid malerial, wrapped. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal uterine bleeding, and confirming pelvic pain, abnormal bleeding, severe dysmenorrhea and severe dyspareunia. Most recent follow-up information incorporated above includes: on 14-feb-2018: plantiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, fatigue, migraines, headaches, device monitoring procedure not performed and uterine hemorrhage were added. Lot number added. Lab data updated.concomitant drug & condition are added. Historical drug and condition were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and abdominal distension to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain and excessive and abnormal bleeding(seen as genital bleeding). A total laparoscopic hysterectomy and bilateral salpingectomy was performed around 5 years after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure, plaintiff experienced chronic pelvic pain and excessive and abnormal bleeding. Considering the nature of both events causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.